Event description:
It was reported that a balloon rupture occurred and patient had hematoma. The 80-90% target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated 6-8 times. However, it was noted that the balloon burst upon 8th inflation at 10atm for 1-3 mins. The device was removed by the sheath and the procedure was completed with another of same device. The patient was under observation as for local hematoma. Per physician's opinion, the cause of hematoma could be possible caused by the device malfunction. No further complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred and patient has hematoma. The 80-90% target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated 6-8 times. However, it was noted that the balloon burst upon 8th inflation at 10atm for 1-3 mins. The device was removed by the sheath and the procedure was completed with another of same device. The patient was under observation as for local hematoma. Per physician's opinion, the cause of hematoma could be possible caused by the device malfunction. No further complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.